Manufacturer narrative:
Analysis of the pump found over infusion with an undetermined root cause.

Manufacturer narrative:
The main component of the system and other applicable components are: concomitant medical products: product ID: 8709, serial# (B)(4), product type: catheter. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a healthcare provider (hcp) via a manufacturer representative regarding a patient receiving dilaudid 14mg/ml at 6.6mg/day and bupivacaine 35mg/ml at 16.5mg/day via an implanted pump. Indication for use was noted as spinal pain. It was reported that the patient came in for a refill to the pain clinic. The physician noted that they expected 4cc and did not get back more than a drop or two (approximately, the manufacturer representative did not have exact numbers). It was initially reported that the patient was asymptomatic. The patient felt they had signs of withdrawal coming into the clinic that day. Another source document reported that the expected residual volume was 3.5ml however zero mls were drawn out. The physician injected 10mls into the pump to rinse the reservoir and pulled out 10mls from the pump. The physician filled the pump as a normal refill. The physician scheduled the patient's next refill 2 weeks earlier then reported on the print out. The physician also told the patient to call if there any si nificant changes in their pain relief. The cause of the volume discrepancy was not determined. It was noted that the patient was being titrated down since (B)(6) 2015. They reduced by 10% each time. The plan was to do a 10% decrease in the dose on (B)(6) 2016 and to bring the patient into the clinic on monday (B)(6) 2016 to re-access the reservoir and compare amount and to do a possible dye study. The patient's status at the time of report was "alive-no injury." Additional information was reported by a company representative on 2016-07-13. Over infusion was alleged. It was reported that the h ealthcare professional (hcp) would be replacing the pump on (B)(6) 2016. It was noted that the hcp plans to reduce the daily dose by 75% or more and then increase it in small increments and the patient had not appeared to be overdosed in prior episodes. The rep reported that they did not know if it was a possibility that someone was accessing but states the hcp is aware of that possibility additional information was reported by the healthcare professional (hcp) on 2016-07-28. The procedural notes from (B)(6) 2016 the patient's diagnosis was listed as fitting or adjustment of a neurosystem device, lumbosacral plexopathy, and a history of ewing sarcoma. On (B)(6) 2015 the patient visited the clinic for a refill and reprogram. The patient had experienced low back and bilateral leg pain and had a pain score of 6 with sleep and rest and 8 with movement. The patient had described their pain as burning, aching, stabbing, throbbing, tingling, sharp and worsens with weather changes, certain movements, sitting too long, and improves with pump meds, heat and a pillow behind their back. It was also noted that the patient has new pain in their back with occasional numbness down the bilateral legs. The patient had been constipated recently with occasional urinary incontinence. A neuro exam was performed and the patient's patella reflex was diminished on the right but was intact on the left. The patient's right leg strength was listed as 4/5 but was unchanged from baseline. The left leg was 5/5. The reservoir volume was anticipated to be 3.8 ml but only a few drops were able to be aspirated. The pump was refilled and with 39ml and was aspirated every 5m: to ensure placement. The dose and drug concentration remained unchanged. It was noted that the patient had requested a single bolus of 0.35 mg dilaudid and 0.875 bupivacaine over a duration of 2 minutes which was programmed. It was noted that the patient's low reservoir alarm date was (B)(6) 2016. At the patient's next appointment on (B)(6) 2016 the reservoir volume was anticipated to be 24.5 ml but 13 ml was aspirated and re-injected into the pump. The reservoir volume was updated to reflect the 13ml in the pump. The patient's infusion rates were decreased 10% to dilaudid (5.315 mg/day) and bupivacaine (13.286) mg/day). It was noted that the rep was contacted at that time and it was noted that the patient had been hospitalized in may due to issues concerning the volume discrepancy. The patient reported that they were still having considerable pain and a referral had been set up with another hcp for pump replacement. On (B)(6) 2016 the patient was at the clinic for a refill. The patient reported right leg and hip pain as well as abdominal pain. The patient's pain scores were 8 with sleep, 7 with rest, and 9 with movement. The pain was described as aching, burning, sharp, and worsened with movement, sitting, standing, laying and was improved with positional changes, rest, meds, heat and ice. The reservoir volume was anticipated to be 19.2ml and 5 ml was aspirated. The dose was decreased 15% to dilaudid (4.516 mg/day) and bupivacaine (11.291 mg/day). The pump was refilled with 40 ml and the next low reservoir alarm date was (B)(6) 2016. The patient had an appointment with an hcp next week to discuss pump removal as the patient's pump was infusing drug much more rapidly than anticipated. It was noted that the patient have not experienced effects which would suggest overdose or toxicity. It was noted that a catheter replacement would be considered as well given the active evidence of toxicity due to the much lower reservoir volumes than the expected volumes. The hcp also noted that they plan to resume therapy at a much lower rate since they cannot accurately define the amount of therapy the patient is receiving. The patient is aware they may have some withdrawal during this process and that they may be treated with supplemental meds. It was also noted that the patient had requested meds for opioid related constipation and movantik was prescribed however it was noted that an order for lactulose was also sent to the pharmacy in case movantik was not covered. Additional information was reported by the rep on 2016-08-11. The expected reservoir volume on (B)(6) 2016 was also reported as 9.2 ml with the actual volume being 5ml.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.